Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. Both haptics are broken in the gusset area (not returned). The optic is cut in half, typical of insertion and removal from the eye. A power and resolution inspection could not be conducted due to extensive damage. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Lens damage was observed. The product investigation could not identify a root cause for the reported complaint. A power and resolution inspection could not be conducted due to extensive damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available the manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that following implantation of an intraocular lens (iol) the patient complained of having chronic glare at night and anisometropia and surgeon does not know the cause of the blurred vision. The lens was exchanged with another lens in a secondary procedure. Additional information was requested.